Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
Literature article entitled, ¿the trident constrained acetabular (bipolar) component for recurrent dislocation. New mode of liner failure¿ by p. Harvie, et al, published by hip international (2007), vol. 17, no. 4, pp. 241-244, was reviewed. The authors present a case report of a failure of a competitor bipolar acetabular component. Patient information: (B)(6) male with a history of alcohol abuse and left proximal femoral fixation due to a preoperative fall. The patient was converted to a tha 18 months after initial fixation with unknown products due to infection. He was implanted with a competitor stem and femoral head along with an elite plus polyethylene cup cemented with unknown cement. The patient sustained a traumatic dislocation 4 months postoperatively treated with an open reduction. The patient sustained 3 additional dislocations over the next four months. The first 2 were treated with closed reduction and the final dislocation was treated with revision of the elite plus cup to a competitor product. This competitor bipolar cup failed 1 year after implantation due to implant disassociation. Captured in the complaint: 1 charnley elite plus polyethylene cup: implant dislocation. Patient harms: surgical intervention, medical device removal, joint dislocation. The failure of the revised competitor bipolar cup is not included in this complaint.